Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead has recorded noise signal over sensing at atrial tachy response (atr) episodes. A pre-syncope was reported but nothing correlating on device. The ra lead remains in service. No adverse patient effects were reported.